Manufacturer narrative:
(B)(4). Device location unknown.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to undergoing an MRI scan. It is unknown whether the patient will be reimplanted with another device, as of the date of this report.